Event description:
It was reported that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and no transmission was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the start button on the remote monitor was pressed, it failed to power up. No additional indicator lights came on and no transmission was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found it to be out of specification in a manner that related to the event, and that the monitor failed the cyclical redundancy check due to a defective component in the integrated circuit.